Event description:
Dealer reports that he is getting a 1505 brake error. Had him swap the motor leads and he began to get a m2 brake error. As per mike, the motor is in great condition. Mike also stated there were no injuries.

Manufacturer narrative:
Background information: the quickie q700 m general manual (247553 rev h) states: "do not drive through puddles of water" and "never take your chair into a shower, tub, pool, or sauna." And "dry the chair as soon as you can if it gets wet, or if you use water to clean it." And "prevent the wheelchair from coming into contact with sea water: sea water is caustic and may damage the wheelchair." While also providing figure 3.22 with guidance for not exposing the chair or the control device to water (page 8). The quickie sedeo pro owner manual (248020 rev. E) also states that "the positioning belt is predominately used to support your posture. It can also be used to limit slipping and/or sliding that you might experience when the system is in motion." And "if you fail to heed these warnings, damage to your system, a fall, tip-over, or loss of control may occur and cause severe injury to the rider or others. " (page 9). The use fmea "ufmea_power product_master.xlsm", risk ID 283 states that the corrosion of the brake assembly can lead to brake binding or loss of function. Discussion: sunrise wheelchairs are provided with positioning belts upon request. The determination of whether a positioning belt is needed is the dealer/provider responsibility to specify as some users may be determined, by a mobility specialist, to be in need of positioning belts as they have sufficient physical strength and posture to not be a requirement. This requirement cannot be determined by sunrise medical as we do not know the condition of the end user, nor the specific needs of their disability. The subject product was ordered with a positioning belt. Sunrise wheelchair motors are subject to iso 7176-09 climatic testing, which includes evaluation of protection against ingress of liquids and resistance to condensation. These tests are intended to determine the effects of rain, dust and condensation on the basic functioning of electrically powered wheelchairs however the product is not designed with the intent that the chair be subject to immersion in water or repeat exposure to fluids and warnings for this are captured in the owners manual. After evaluating the return motor, the claim that the motor was experiencing a continuity error was found to be attributed to corrosion of the motor. Corrosion may be caused by repeat or prolonged exposure to corroding elements such as water, human excreta or cleaning agents. At the time of complaint the chair was 11 months old. Conclusion: the corroded state of the motors led to the reported malfunction. With proper care as defined in the owners manual the risk of corrosion can be reduced. The risk that corrosion leads to brake binding and the user falling out of the seat has a potential for serious injury which can be mitigated through the use of the positioning belt. There is no claim of injury or brake binding in this case, however there has been a case where corrosion led to brake binding and serious injury. Because of this sunrise medical is filing this MDR. Should additional information arise in the future, sunrise medical will file a supplemental report.